Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2022-46652. It was reported that the patient presented with vegetation on both right atrial and right ventricular leads at the hospital. The vegetation was visualized with transesophageal echocardiogram. The physician explanted the system ¿ pacemaker, right ventricular lead and right atrial lead. The patient was in stable condition.